Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image is distorted. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head monitor had an image that was distorted in the center. The issue occurred during a test period for a procedure. There was no patient involvement.